Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a reservoir that appeared to have migrated into the bladder. The physician suspected that the reservoir was initially misplaced in the bladder. The ipp reservoir was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a reservoir that appeared to have migrated into the bladder. The physician suspected that the reservoir was initially misplaced in the bladder. The ipp reservoir was explanted and replaced. There were no patient complications reported.